Event description:
The main body stent graft was implanted via the right side. The leg grafts were placed and an iliac leg extension was placed on the right side. Upon removal of the main body delivery system, the iliac artery ruptured. An attempt was made to repair with two different manufacturers' stents; however, this was unsuccessful. The patient was surgically repaired by removal of the two manufacturers' stents and suturing of graft material in the iliac artery. The physician believed this to be the result of the patient having very small vessels.